Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a fall on (B)(6) 2019. At the time of the fall their stimulation was off. Since the fall, the patient has not been able to communicate with their ins using the patient programmer (pp). The patient attempted to turn the stimulation on but were unable to communicate. The patient never saw an elective replacement indicator (eri) or end of service (eos) message or any other error message. The rep could not establish communication with the physician programmer or pp. Technical services had the rep attempt to start a physician mode reset (pmr) over the ins using the rep¿s recharger to try to reset the ins. The rep attempted a short pmr and then attempted to communicate with the pp and physician programmer but they were not successful. The rep repeated these steps a second time with the same result. The rep confirmed that the ins is easy to find so they are confident in the positioning of the pp, recharger, and physician programmer. The rep would review this information with the healthcare professional (hcp). Additional information was received from an MRI technician on (B)(6) 2019. The patient was having a cervical MRI. It was noted that the patient fell like 2 weeks ago so they cannot turn the stimulator on/off. The patient said its dead. However, the caller was unable to clarify if the patient meant the ins battery depleted. Technical services reviewed MRI compatibility information and recommended following up with the managing hcp to verify eligibility. There were no patient symptoms reported and no complications reported.